Event description:
It was reported that the patient was experiencing withdrawal-type symptoms and having ¿withdrawal syndrome.¿ reportedly, a company representative had read the pump on (B)(6) 2014. The hcp was unsure if this had been communicated with anyone. The health care provider (hcp) read the pump again on (B)(6) 2014 and no alarms were present and everything appeared ¿okay¿ on telemetry. The reservoir volume showed 12.9 milliliters, but this had not been physically checked. The hcp planned to assess the pump on (B)(6) 2014 and then potentially evaluate the catheter based on what was found. The patient reportedly was being monitored in the intensive care unit. This device system delivered baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n138038004, implanted: (B)(6) 2009, product type: catheter. (B)(4).